Manufacturer narrative:
This report is for an unknown tibial nail/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a tibial nail exchange to extract the nail due to a delayed healing non-union. It was confirmed that nail was fully intact and the patient was revised with one proximal bend tibial nail. There was no surgical delay during the event and the surgery was successfully completed with same device. The patient status/outcome was good. This report is for an unknown tibial nail. This is report 1 of 1 for (B)(4).